Event description:
Literature was reviewed regarding aortic valve versus root surgery after transcatheter aortic valve replacement (tavr). The study population included 196 patients who were predominantly male with a mean age of 73.5 years old enrolled in the explant tavr international registry. Multiple manufacturer¿s devices were implanted in the study population; medtronic devices included corevalve (n=46), evolut r (n=22), evolut pro/pro+ (n=8) or engager (n=2) transcatheter bioprosthetic valves or avalus (n=3), mosaic (n=6), hancock ii (n=7), freestyle (n=3), and medtronic unknown model (n=2) surgical bioprosthetic valves. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all transcatheter valve patients, clinical observations included: prosthetic valve endocarditis, structural valve dysfunction, paravalvular leak, patient-prosthesis mismatch, valve migration, ascending aortic aneurysm, severe aortic regurgitation, and valve thrombosis. Among all surgical valve patients, clinical observations included: arrhythmia requiring permanent pacemaker implant, stroke, major bleeding or vascular complication, atrial fibrillation, mild central aortic regurgitation, moderate paravalvular leak, peak gradients > 20 mmhg, acute kidney injury, pneumonia, sepsis, and multisystem organ failure. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: vitanova et al. Aortic valve versus root surgery after failed transcatheter aortic valve replacement. J thorac cardiovasc surg. 2023 nov;166(5):1418-1430.e4. Doi: 10.1016/j.jtcvs.2021.12.060. Epub 2022 mar 26. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.